Manufacturer narrative:
On 14-apr-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
The tampon is still inside [foreign body in reproductive tract]. String broke off the tampon [device breakage]. Case description: consumer contacted via phone and stated that the string broke off the tampon and the tampon was still inside her daughter. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
The tampon is still inside [foreign body in reproductive tract], string broke off the tampon [device breakage]. Case description: consumer contacted via phone and stated that the string broke off the tampon and the tampon was still inside her daughter. No serious injury was reported.